Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. An out of range subthreshold lead impedance alert occurred on (B)(6) 2014. Ventricular pacing impedance rose to > 1000 ohms the weeks ending (B)(6) 2013. Impedance rose to > 1500 ohms the weeks ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, possibly due to fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5554 implantable pacing lead 2004 (B)(4). (B)(4).